Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: call service 088 alarms were observed in the alarm history. The pump was exercised for 24 hours with no call service alarms received. Moisture damage was observed in the battery compartment. The pump failed a leak test due to a leak with the display lens. There was no additional moisture inside the pump.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a call service 088 alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.